Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow breathing circuit was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information provided by the customer. Results: it was reported that the cap on the pressure monitoring port was found loosen during use. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The subject device would have met the required specification at the time of production. The user instructions that accompany the rt330 optiflow junior tubing kit state the following: "check all connections, caps and/or plugs are tight before use." "Patient monitoring is recommended." "Do not bypass the pressure relief valve as this may cause damage/injury." "Discard product if the pressure relief valve is damaged or damage is suspected." "Discard product if the blue cover on the pressure relief valve has been removed or is missing." Since the reported incident a fisher & paykel healthcare representative has visited the customer.

Event description:
A hospital in (B)(6) reported via a distributor that a cap on the pressure monitoring port included in the rt330 optiflow junior tubing kit was found loosen. The hospital reported that this was noticed as the patient's spo2 dropped. There was no further patient consequence reported.